Event description:
It was reported that an ilet pump became nonfunctional after being damaged during a foster child¿s tantrum, and a courtesy replacement was arranged; the device issue involved external damage with a broken or cracked screen and loss of function. Symptoms included no reported adverse clinical effects and no impact to blood glucose. Outcomes included continued glucose monitoring via dexcom and planned return of the damaged device; no medical intervention or hospitalization occurred. Investigation included complaint intake review and replacement logistics with instructions for shutdown, data handling, and return of the device. Investigation of this case revealed user-related physical damage consistent with external impact, resulting in a nonfunctional pump and damaged display. It was concluded, based on previously established findings for similar reports, that the cause was use error or accidental damage unrelated to device manufacturing or design.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.